Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump was not delivering the correct amount of basal as it should according to the basal program and the pump history. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged programming issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: review of the black box data revealed the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside normal use observed in the black box or download history. On investigation, the pump was exercised for 24 hours and found to be delivering within required specifications without malfunction. Investigation was unable to confirm or duplicate the complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.